Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented for a lead revision procedure. It was noted that the right ventricle (rv) lead was damaged. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.", rather than "it was reported that the patient presented for a lead revision procedure. The right ventricle lead was capped and replaced on (B)(6) 2023 for an unknown reason." The correct medical device problem code should have been "break", rather than "insufficient information".

Event description:
It was reported that the patient presented for a lead revision procedure. It was noted that the right ventricle (rv) lead was damaged. The rv lead was capped and replaced on 17aug2023. The patient was in stable condition.

Event description:
It was reported that the patient presented for a lead revision procedure. The right ventricle lead was capped and replaced on 17aug2023 for an unknown reason.

Manufacturer narrative:
Further information was requested but not received.